Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call of delivery anomaly with the customer's insulin pump. The customer's blood glucose level at the time of incident was 540mg/dl. The customer states they treated with the pump. The customer believed insulin was not being delivered. Troubleshoot was conducted. The device was found to be operating as designed. The customer was advised to monitor the device and call back if issues persist.